Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the analog pcb assembly caused an excessive off current. This excessive off current depleted the device's internal hybrid layer capacitor (hlc) batteries and the charge-pak battery charger. Physio determined that the cause of the reported issue was due to an electrical short of the device's analog pcb assembly. Further root cause could not be determined. A replacement device was provided to the customer under warranty. Physio-control further evaluated the device. It was observed that the sw_vbatt circuitry, located on the analog pcb assembly, caused an excessive off current. This excessive off current depleted the device's internal hybrid layer capacitor (hlc) batteries and the charge-pak battery charger.  A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device had an attention icon in its readiness display and did not show an ok icon. Twice a charge-pak battery charger was installed, but the readiness display did not go back to ok. During device evaluation, physio observed that the device had the attention and charge-pak icons in the readiness display. The device would not remain powered on to charge and shock defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the analog pcb assembly caused an excessive off current. This excessive off current depleted the device's internal hybrid layer capacitor (hlc) batteries and the charge-pak battery charger. Physio determined that the cause of the reported issue was due to an electrical short of the device's analog pcb assembly. Further root cause could not be determined. A replacement device was provided to the customer under warranty.